Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped for approximately ten seconds and the alarm did not activate. The perfusionist was able to immediately re-start the pump and there were no other issues for the remainder of the procedure. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. The pt was weaned from cardiopulmonary bypass without issue.

Manufacturer narrative:
Evaluation is in progress, but not concluded. The device was changed from the arterial location to a suction function after the case was completed.